Event description:
The customer stated that when trying to monitor the patient¿s vital signs with an m3001a multi measurement server connected to an mx500 intellivue patient monitor, the patients ECG was absent from the monitor, the ECG wave channel only showing a flat line. At this point of time, the patient appeared to have a bradycardia / a vasovagal response. The nurse felt a pulse. Rapid response / code activity including cardiopulmonary resuscitation (CPR) was initiated, and the patient responded quickly. The patient outcome was satisfactory, the colonoscopy procedure was continued and no patient harm resulted from this event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The root cause of the reported issue is not known, the fse was onsite and reported that he left the monitor on for 48 hours connected to a patient simulator and no failure was found. The fse also reported that the firmware upgrade e.01.16 was implemented. The product remains at the customer site. Base on the available information, philips is unable to determine the outcome of the issue. The cause of the issue is unknown, but is consistent with insufficient ECG signal for the sw version of the monitor--a known issue. The sw has been revised to resolve the perceived problem with the sw and has been updated for this monitor. The available information supports that there is no known health risk for the patient or users because clear indication is provided for the users that the ECG signal is insufficient. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. No further investigation or action is warranted.